Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the unicel dxc 600 pro synchron chemistry analyzer was generating multiple modular chemistry (mc) and cartridge chemistry (cc) sample probe obstruction and level sense errors. When the customer inspected the tubes they found liquid on the caps and liquid had also spilled onto the sample racks. The leak was contained to the instrument. The customer was wearing only goggles at the time the customer contacted bec. Customer technical support (cts) advised the customer to wear gloves and a laboratory gown. No erroneous results were generated.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2012 and determined that the vacuum line #302 in the cap piercer was loose. The fse reseated the connection and no further errors or leaking were observed. (B)(4).